Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating high blood glucose readings and a damaged battery cap. The customer's blood glucose reading was 400 mg/dl. The customer stated that where she puts the battery in, it is stripped. The customer stated that she went to her endocrinologist and made changes on the pump. The customer declined to troubleshoot for high readings.